Manufacturer narrative:
The customer called olympus technical assistance support (tac). Tac confirmed with the customer that there were no symbols present inside the yellow rectangle. The customer unplugged everything and plugged back in and the error was gone. The customer started the case in another room and did not know if it was fixed or not. The customer will contact tac if the problem persists. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center was displaying a yellow rectangle on the monitor during inspection for use. There were no reports of patient harm.